Manufacturer narrative:
The device and lead remain in service with programming configuration changes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out of range shock impedance measurements were detected through remote monitoring system. Patient was brought in for evaluation at which time non-invasive programmed stimulation (nips) was performed. Programming configuration changes were made and measurements were then stable. There were no adverse patient effects.